Event description:
The customer reported being hospitalized due to low blood glucose of 31mg/dl. Troubleshooting was performed. The customer stated that his wife could not wake him up and the paramedics were called. The caller stated that he was given an insulin drip and orange juice to bring the blood glucose value back to normal. The customer mentioned that his kidney may have gone out or suffered some issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.